Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a transpac IV monitoring kit where it was reported a disconnection at the 3-way stopcock below the transducer. There were no other defects observed. The tubing was replaced, and therapy resumed. There was patient involvement but no patient harm.